Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 130 mg/dl, and the blood glucose value was 283 mg/dl. The sensor glucose and blood glucose difference is 153 mg/dl. The customer had experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040c1. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. No further patient complications were reported. No product return is required for mmt-7040c1.